Event description:
It was reported that a lead had been fractured and there was "a wire break repair in 2010." See related manufacturer report # 961445 3-2013-00015 on premature battery depletion. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).